Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump did not infuse the medication during patient infusion on the neonatal intensive care unit (nicu). The patient was scheduled to receive vecuronium at 0.72ml/hr, dispensed in a 50 ml syringe filled to 40 ml. After several hours of infusion, 7 ml should have been delivered; however, no volume had been infused. There were no alarms observed during the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the event history log was reviewed which identified a vecuronium infusion programmed with dose 0.1mg/kg/hr and concentration: 1 mg/ml a day prior to the event date reported. The infusion was stopped by several downstream occlusion alarms which were cleared by the customer. There was evidence the customer did power down the pump at a later time. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a further device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.